Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report#3006705815-2018-01179. It was reported the patient was unable to experience inadequate therapy from the scs system. Reportedly patient had bad coughing spell. X rays confirmed leads migrated. Reprogramming failed to resolve the issue. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Reportedly, stimulation was restored.